Event description:
A surgeon reported that following a glaucoma filtration device implantation procedure, no flow was observed from the filtration device. The filtration device was removed. Additional information has been requested.

Manufacturer narrative:
No data regarding product identity was received, no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).